Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported malposition of the device appears to be related to circumstances of the procedure. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a left common femoral vein using a prostyle device after an interventional pulsed field ablation (pfa) procedure with a large-bore sheath. Reportedly, the suture failed to properly release from the suture bearing (o-ring) resulting in failed deployment. Another device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.